Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was transferred from support link that initially left voicemail for patient and patient called them back. Support link consultant said that patient was told that she developed infection during implant and hcp (healthcare provider) gave her bactrim. Symptoms reported was pain at ins(stimulator) site. Patient said she can't put any pressure on it and if she lays on it, it was excruciating. The patient consider a sudden. Event date was (B)(6) 2016. This is the date of implant. Patient did contact hcp office today however due to pain she was unable to drive to hcp office and has an appointment on friday. Patient said that she did take some percocet. Patient also mentioned that in the past had throat cancer and that had affect the quality of her voice. It was noted that the patient was difficult to understand. Patient had experienced a loss or change of therapy. The patient reports no therapeutic benefit since receiving implant, was wetting all over. The patient does feel stimulation and therapy was on. Due to patient's level of pain, no additional troubleshooting was performed. Additional information received from the patient reports wanted to talk about program changes and reported events. The patient re-reported previous issue during the call. The patient reported flooding the bed, wetting again and patient said last night she flooded the bed. The first week she was doing better with her symptoms. She had turns stimulation up until it was painful so has turned it down. The patient was asked when but it was unknown. During implant surgery, the patient had a seizure and stopped breathing. Patient said due to her swollen legs and feet, she lost 8 pounds of fluid during her wetting episode last night. Event date was (B)(6) 2016. Patient had either tias or seizures since implant. Patient said she probably had 6 seizures since implant. Event date was (B)(6) 2016 until present. Patient had tias, (mini strokes since 1990), throat cancer since prior to getting her ins, her legs and feet swell, had epilepsy and seizures since prior to getting her ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.